Manufacturer narrative:
(B)(4): a follow up report will be submitted once upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed an error code "gx pacer test failure". There was no patient involvement.